Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the event, ¿foreign matter has adhered to the nozzle/distal cover¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: connecting tube had coating peeling, connecting tube had a cut, plastic distal end cover had a scratch, adhesive around light guide lens was peeled, due to clogging of nozzle, water removal ability did not meet the standard value, adhesive on bending section cover had white-clouded area, adhesive on bending section cover had a crack, due to wear of angle wire, the play of upward /downward angulation control knob was out of the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to a cut on connecting tube, water tightness was lost, plastic distal end cover had foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information will be provided by the user facility.

Event description:
It was observed that during the device evaluation, videoscope exhibited foreign material in the nozzle . There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.